Manufacturer narrative:
Philips service replaced the dvi matrix switch 16x16. The system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the live fluoro image locked up on flexvision but was present in the control room on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.